Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test for motor error alarm or perform the displacement test due to failed battery test alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer stated that the insulin pump gave a motor error alarm after a bolus delivery. Troubleshooting was performed, and found that the drive support cap was loose. The customer also stated that the case was cracked. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.